Event description:
Customer reported that damage cables in swivel arm md eleva fd due to sharp edges on the bracket in swivel arm.

Manufacturer narrative:
(B)(4). (Method, results, conclusions): the investigation is still ongoing on this event. When the investigation is completed a f/u report will be sent to the FDA.